Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, operating currents, selftest and off no power test. No battery out limit alarm noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Unit received with cracked lcd window.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Button error alarm was also reported. Customer's blood glucose level at the time 127 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.